Event description:
It was reported that a user experienced difficulty connecting a new dexcom g6 continuous glucose monitor (cgm) sensor to the ilet after the prior sensor expired, with the system not displaying the expected warm-up status. No adverse clinical signs, symptoms, or conditions were reported. Outcomes included no impact on health or therapy interruption once pairing was restored. User support included guided troubleshooting and education, including a pump restart and review of the dexcom menu. Investigation of this case revealed that the pairing issue was resolved through device restart and user interface navigation, consistent with a transient communication or setup issue between the dexcom g6 and the ilet without device hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user interface or use-related pairing difficulty resolved with standard troubleshooting.